Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed functionality testing) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The trunk cable was missing. The root cause for the missing cable was excessive force. No adverse event resulted from the missing cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed functionality testing.